Event description:
It was reported that the insulin pump had a blank display which was not resolved by a battery replacement. The blood glucose reading was 427 mg/dl. The customer stated that she would turn the insulin pump on, but when she pressed buttons, the display disappeared. The screen was working intermittently. She treated with a manual injection. She also observed that the battery cap had a crack and that the device had been bumped. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded display board. No back light or constant tone or beeps were noted. The insulin pump had a broken battery cap, cracked battery tube threads, a cracked reservoir tube lip and a cracked display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.